Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary analysis revealed the device showed it had reached its elective replacement indicator (eri), and review of memory dump data showed anomalous battery voltage measurements. This was due to a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported that device interrogation displayed a message stating 'clinical status collection terminated by eri'. There was no reading for battery or lead status. Review of device data identified an anomoly in the hardware where the measurement system locks up. The device will pace at vvi 65 and cannot be reprogrammed. The device was replaced and returned with a question of possible early battery depletion. No patient complications have been reported as a result of this event.